Manufacturer narrative:
Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. Investigation results are inconclusive. Coagulase negative staphylococci (cns) was detected by blood culture, however the cause of the infection is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(6), through the (B)(6) tavi registry, infective endocarditis resulting in death occurred within 60 days after procedure. A 20 mm sapien 3 (s3) valve was implanted in the native aortic valve via a transfemoral approach. On postoperative day (pod) 52, the patient visited a primary care doctor with complaint of fever. Given mildly increased inflammatory response, antibiotic therapy was started but not effective. On pod 80, the patient was referred to the tavi hospital for examination for source of fever. Esophageal echocardiography revealed vegetation on the s3 valve; diagnosis of infective endocarditis was given, and the patient was admitted to the hospital. Coagulase negative staphylococci (cns) was detected by blood culture. Although intravenous antibiotic therapy was continued, sepsis followed by disseminated intravascular coagulation (dic) developed. The patient expired on hospital day 36, 3 months and 26 days after tavi.